Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. It was determined that the station powered off due to an issue with auxiliary full height drawer 1. A field service engineer (fse) replaced the drawer control board. After reboot, all drawers were detected on the bus and tested successfully in hardware test application (hta) and the application. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, machine was not turning on. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.